Event description:
The pt's sister reported that her sister ( the pt) was hospitalized with a urinary tract infection and a fever. The pt's sister notified the pt's hcp and was told the pt had missed her refill in august. The pt's pump was empty, the pt was rigid, and her temperature was rising. The pt's sister stated, she faxed the emergency procedure to the hospital because her sister had all the symptoms of withdrawal (symptoms were unspecified). The hospital started intravenous infusion of baclofen and the pt's fever stabilized. The pt was receiving baclofen via the pump. The concentration and dose were not reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.